Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the x7-2t transducer had damage to the membrane covering that was leaving the interior exposed. This transducer was associated with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The service engineer confirmed the reported issue and ordered a replacement probe to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was no longer available; therefore, no repair or evaluation data could be obtained. No additional investigation is possible.